Event description:
It was reported that the pt has bilaterial hip implants. The pt has had constant pain on the outside of the right hip since the (B)(6) 2011. The pt consulted her surgeon in (B)(6) 2011. The pt had x-rays and a bone scan. The pt reports difficulty sitting or standing for extended periods of time. The pt cannot lie on the right side and has been sleeping in a recliner for more than one year. The pt recently received the recall notification. She consulted with her surgeon on (B)(6) 2012. She is being scheduled for blood work, a mars MRI and a follow-up eval.

Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Add¿l info has been requested and if received, will be provided in a supplemental report.